Manufacturer narrative:
Additional product code: hto. Initial reporter is a synthes sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the drive shaft snapped. This was discovered during loan kit inspection. This report is for a drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: 17-apr-2020. Part number: 03.404.035, drive shaft for ria 2 520mm. Lot number: h887254 (non-sterile). Lot quantity: (B)(4). Purchased finished good traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance supplied was reviewed and determined to be conforming. Hardness values certified to meet specified requirements. Related raw material certifications were reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the investigation of the drive shaft has shown that the auger part is completely snapped off from the nitinol shaft. Furthermore, there are slightly wear marks visible. Therefore the complaint is rated as confirmed for this drive shaft for ria 2 l520. Dimensional inspection was performed as below: feature/test/description: outer diameter of nitionol shaft at the end results "pass". Feature/test/description: inner diameter results "pass". The measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, hardness, dimensions, material analysis, strength and structural stability. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this drive shaft that the auger part is completely snapped off from the nitinol shaft. The exact cause of the breakage cannot be defined as there was just few information provided. We can only assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. The microscopic view of the broken surface at the parts does not show any anomalies of materials structure. The drive shaft could not resist the applied force which finally let to the material overload / fatigue failure, for example metallic contact, lateral stress or the bone density was harder than normal. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.